Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. (B)(4).

Event description:
It was reported that foreign substance was found inside the sterile package. This was detected prior to procedure and there was no patient involvement.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: a foreign substance was found inside the package. The probable root causes could be incorrect or inadequate packaging, improper cleaning. Gtin: (B)(4).

Event description:
It was reported that foreign substance was found inside the sterile package. This was detected prior to procedure and there was no patient involvement.